Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement, rewind and self test. No unexpected rewind anomalies noted. No unexpected audio/vibrate anomaly /absence of alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had button error and rewind was longer. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.